Manufacturer narrative:
(B)(4). The actual device was returned fully dispensed. Visual and functional evaluation revealed that the device was in a good condition and acceptable to work normally. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the strap was not deployed properly, did not stick in, though the device was fired on the same position as usual. The procedure was completed with other device. There were no adverse consequences to the patient. Additional information has been requested.